Event description:
I had been in a car accident in 2007 and had to have immediate surgery. I've poked a hole in my diaphragm and mesh was put on over the hole. And over the years I've had a hernia and the mesh tore open and I didn't know till this year in (B)(6) and I had to have surgery again. After my 2nd surgery I've been having weird feelings. A lot of anxiety attacks, shortness of breath, pain in the stomach area, numbness in my left leg and sometimes arms, can't walk very far, my legs start to numb and pelvic hurts.